Event description:
After a standard lumbar fusion procedure, a control showed a possible non-fusion and/or a possible allergic reaction or spondylodiscitis. No more details available currently. The surgeon wants to investigate further.

Manufacturer narrative:
Clinical evaluation performed by medical affairs director: few months after a standard spinal fusion procedure, some complications are encountered but they are still being defined. The cage was assessed as mobilized and osteolytic cavities are observed in the radiographic images. Hypotheses were made by the surgeon as to the possible causes of the non-positive evolution. However, no final conclusion was reached and therefore we cannot draw any conclusions either. No pattern was identified that could lead us to think that the implanted device is responsible for the adverse event. No similar cases have been reported before, in spite of the many thousands of interbody cages implanted. Literature reports similar-looking cases of osteolysis consequent to the use of bone morphogenetic proteins, but we have no information on the possible use of these substances in combination with our devices. Batch review performed on 08 june 2021 lot 1922801: (B)(6) manufactured and released on 03-jul-2020. Expiration date: 2025-06-17. No anomalies found related to the problem. To date, (B)(6) of the same lot have been already sold without any similar reported event.

Event description:
After a standard lumbar fusion procedure, a control showed loosening of the cage with high-grade vertebral body osteolysis 7 months after spinal fusion l4 / 5. The cage has been removed.

Manufacturer narrative:
Batch review performed on (B)(6) 2021 lot 1922801: 53 items manufactured and released on 03-jul-2020. Expiration date: 2025-06-17. No anomalies found related to the problem. To date, 18 items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medical affairs director: after a standardspinal fusion procedure (date unknown), some complications are encountered but they are still being defined. To date, no further surgery has been undertaken. Hypotheses were made by the surgeon as to the possible causes of the non-positive evolution. However, no final conclusion was reached and therefore we cannot draw any conclusions either. Additional item involved in the event: pedicle screw 03.50.204 must combined setscrew h4-t27 - (4x) (k171758) lot. 2021658 batch review performed on (B)(6) 2021 lot 2021658: 100 items manufactured and released on 27-jul-2020. Expiration date: 2025-07-14. No anomalies found related to the problem. To date, 87 items of the same lot have been already sold without any other similar reported event.

Event description:
After a standard lumbar fusion procedure, a control showed a possible non-fusion and/or a possible allergic reaction or spondylodiscitis. No more details are available currently. The surgeon wants to investigate further. Implants were revised on (B)(6)2021, the primary date unknown.

Manufacturer narrative:
Visual inspection performed by medacta r&d department: the mectalif transforaminal implant, ref. (B)(4), lot. 1922801, has some scratches and delamination of the coating in the copling area probably due to the removal manouvers with the inserter and with not some specific instrument, like kerrison or ronguer. There are no other signs of delamination of the coating or structural problem. The root cause of the not fusion is not clearly identifiable.